Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient was dehydrated, nauseous and vomiting. For treatment, the patient was given fluids, insulin and diagnostic tests. The patient was given carvedilol at 4.5 mg to take twice per day, amlodipine at 10 mg to take once per day and hydrochlorothiazide at 25 mg to take once a day. The patient was discharged after 2 days. The pod was worn between 1 and 4 hours on the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.